Manufacturer narrative:
The reported field complaint of backup vvi (bvvi) was confirmed in the laboratory via device image. Review of the image indicated the bvvi was resolved in the field. The device was tested on the bench and no anomalies were found. The cause of the bvvi could not be determined.

Event description:
New information received notes that the patient condition was good post-op and at follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi. A device download was successfully performed. The device was later explanted.